Event description:
The customer reported high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. During the call the customer reported that they were hospitalized for low bgs. Testing on the pump was conducted. The customer stated that they connected themselves back to the pump after they were released from the hospital and has been having high bgs. The infusion set was not changed and bgs started to rise. Advised the customer to change their set before they get back on the pump.